Manufacturer narrative:
Investigation conclusion: return sample was disposed of by the customer and could not be returned for testing. Retention products were tested with hcg quality control cut-off standard (25miu/ml) and high level hcg clinical urine (203.5iu/ml, 215.7iu/ml, 219.4iu/ml). All devices showed positive results at read time. The product passed quality control specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Upon retesting with a new sample from the patient on the same day, the device gave the expected positive result. Case details indicate the patient may have tampered with the initial urine sample. This cannot be ruled out as a possible root cause for the reported issue. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient arrived at the facility to confirm a pregnancy and start prenatal care. The customer was unable to provide the reason the patient believed she was pregnant. A urine sample was collected and an hcg one step pregnancy test device produced a negative result. As the customer expected a positive result, a repeat test was performed using a clarity hcg test and a negative hcg result was also obtained. Twenty minutes after these two tests, the customer retested the same urine sample using a second hcg one step pregnancy test device and received another negative result. An ultrasound was performed on the patient and the patient was determined to be 18 weeks pregnant. Following the ultrasound, a second urine sample was collected and tested using a third hcg one step pregnancy test device. A positive hcg result was received using the second urine sample. The customer stated that the patient was also being tested for a drug screen as part of their new patient enrollment procedure. Per the customer, the patient may have tampered with the first urine sample due to the urine drug screen. However, the customer cannot confirm whether the patient may be tampered with the sample. Although the sample was requested for investigation, the customer discarded the sample.